Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was removed and then re-inserted. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Event description:
It was reported that on (B)(6) 2014, a percutaneous intervention (pci) was performed to treat a heavily diseased, mid to distal right coronary artery (rca). After pre-dilatation, a 2.5x38mm xience alpine stent delivery system failed to cross, due to anatomy, and was removed without issue. Due to the administered medications, a present cardiothoracic surgeon did not want to perform open heart surgery. The percutaneous intervention continued and a 2.75x23mm xience alpine sds, also failed to cross due to anatomy. The device was removed, re-prepped, and re-inserted in an attempt to cross. The 2.75x23mm failed again to cross due to anatomy. As the sds was being removed for the second time, the stent caught calcium and the guideliner and dislodged in the proximal rca. The physician tried unsuccessfully to snare and crush the dislodged stent via balloon angioplasty. A 2.5x18mm xience xpedition stent successfully crushed the dislodged stent. A non-abbott stent was then implanted distal to the 2.5x18mm xpedition. A distal dissection was noted and a 2.25x15mm xience alpine sds failed to cross the previously implanted stents to treat the distal dissection. The device was removed and the procedure was aborted. Reportedly, the patient was in stable condition and went for open heart surgery (B)(6) 2014 to treat the distal rca and circumflex (cx) coronary arteries. There was no additional information provided.